Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave a change sensor alarm and gave a low reading, causing the threshold suspend alarm. The blood glucose reading was 120 mg/dl when the sensor reading was 70 mg/dl. The sensor cannula was bent. The sensor will be replaced and returned for analysis.